Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was showing low impedance readings of <50 ohms. It was stated contact pair 7 and 15 were <50ohms, but they were not used in the pt's programming. Pt info and outcome were not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.